Event description:
Customer reported that the insulin pump's case was cracked. Customer also reported that there were cracks near the display screen. Blood glucose level was 154 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked lcd window.